Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device emitted beeping tones associated to the code 1003. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device emitted beeping tones associated to the code 1003. This device remains in service, but device replacement was recommended in less than a month since first code 1003 declaration. No adverse patient effects were reported.